Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 04 jan 2017 - additional information received 03 jan 2017: type of surgery ¿ proximal femoral nail was prolonged about 5 minutes while the second set was opened. There was no patient harm.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Facility phone number: (B)(6). Device history records review was conducted. The report indicates that: DHR review for: the manufacturing location for part # 357.377 / lot # 6853851 is (B)(4). The supplier is (B)(4). Part# 357.377. Supplier/ synthes lot# 6853851. Release to warehouse date: 27-mar-2012. Manufacturing site is (B)(4) and supplied by (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the connecting screw broke during surgery. The bit of the connecting screw that was hit is what broke off. There was just a small delay while the hospital opened the second set. All broken off pieces were removed from the patient. There was no patient harm and the surgery was successfully completed as the hospital had two sets. No information about patient condition, outcome and delay available. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed. The investigation has shown that the complete knob is broken off at the crossover from the shaft to the knob. The knob and the shaft were sent back for evaluation. The fracture face is homogenous and clean with no signs of fragmentation. The manufacturing documents of the device were reviewed and no complaint related issues were found, the device was manufactured according to the specification in march 2012. The evaluation has shown that the top of the knob is badly damaged. There are numerous marks of heavy hammer blows visible; especially at the edges are some strong marks. Due to the condition of the knob it can be concluded that the crossover between shaft and knob was exposed to high loads over the years, which can lead to a weakening of the material and finally to the breakage of the device like in this case, especially when excessive hammer blows are applied onto the edge instead of the surface. No product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.